Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a plastic surgery procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke inside of the pt. The tip of the needle was found. The majority of the needle was removed, but it is unsure if a needle piece remains in the pt's body.